Event description:
Patient reported right side "experienced seroma late twice", "elevated grade of capsular contracture (iii)", "exams show there is liquid next to the prosthesis again", "pain, burning, and swelling; cannot put on a bra or top because the breast hurts just to touch it", "fibrous tissue capsules with foreign body type gigantocellular reaction and lymphocytic inflammatory infiltrate", "undulations of the prosthesis contour", "presence of free anechoic fluid adjacent to the prosthesis in inferomedial quadrant topography of the right breast", volume increase, radial folds, isolated punctate calcifications, spontaneous enlargement, "puncture was made and material was sent for analysis which indicated inflammatory seroma" on two occasions, fear of developing alcl, depressed due to the situation, "it's like a nightmare". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown, granuloma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, granuloma and seroma-late.

Event description:
Patient reported right side "experienced seroma late twice", "elevated grade of capsular contracture (grade unknown)", "exams show there is liquid next to the prosthesis again", "pain, burning, and swelling; cannot put on a bra or top because the breast hurts just to touch it", "fibrous tissue capsules with foreign body type gigantocellular reaction and lymphocytic inflammatory infiltrate", "undulations of the prosthesis contour", "presence of free anechoic fluid adjacent to the prosthesis in inferomedial quadrant topography of the right breast", volume increase, radial folds, isolated punctate calcifications. The device remains implanted.